Event description:
The customer reported they got the message that the system had been interrupted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.